Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. In this case, minimal information regarding this valve-in-valve procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities are in progress. The root cause of the event remains indeterminable. If new information becomes available, a supplemental report will be submitted. This device is not available for return and evaluation as it remained implanted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this patient with a 25 mm pericardial mitral valve implanted for 4 years and 5 months underwent a valve-in-valve procedure with a 23 mm transcatheter valve. The reason for the valve-in-valve procedure was unknown. The patient also had a second valve in valve procedure with a 20mm transcatheter in a non-edwards aortic valve. No additional information was provided.